Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011 the wife of an (B)(6) year old male patient contacted zoll customer support to report that the patient had a sore from wearing the lifevest. A zoll territory manager reported that the open sore was under the electrode belt's front therapy electrode pad. It is unknown whether the patient required medical intervention. The clinical outcome of the sore is unknown.

Manufacturer narrative:
Device evaluation summary: electrode belt sn: (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.